Event description:
It was reported that a pump shut down without user input or audio notification, while delivering heparin to a pt (programmed amount and delivery rate unknown). The customer stated that the pump shut down shortly after the infusion was started and that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was not returned to sigma for evaluation and therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted. At this time, the date of event is unknown.